Manufacturer narrative:
This report is submitted on august 19, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to reimplant the patient with a new device as of the date of this report.